Manufacturer narrative:
Approximate age of device- 1 year. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the emergency department with complaints of low flow alarms for the past four days accompanied by mild shortness of breath and leg swelling with suspected thrombosis. The patient had a CT angiogram which was inconclusive of pump thrombosis. A left heart catheterization with an intravenous ("lv") angiogram which demonstrated no flow through the outflow graft. The patient underwent a heartmate 3 outflow graft revision and during surgery it was revealed that a twist at the beginning of the outflow graft was observed. The low flow alarms have resolved following the surgery.

Manufacturer narrative:
Investigation summary: the reported low flow alarms could not be confirmed through this evaluation because no log files from the time of the reported event were submitted for review. Moreover, the reported outflow graft twist could not be confirmed through this evaluation because no photographs or CT scan images showing the twist were provided. It was reported that the patient presented to the emergency department on (B)(6) 2018 with complaints of low flow alarms for the past four days accompanied by mild shortness of breath and leg swelling. The patient additionally noted that he had experienced low flow alarms since implant just over a year ago on (B)(6) 2017. The patient was admitted for the persistent low flow hazard alarms associated with calculated flow values of 1.6-2.2 lpm. An initial CT angiogram was reportedly inconclusive for pump thrombosis. A left heart catheterization with left ventricle angiogram demonstrated no flow through the outflow graft. A full workup including an echo, x-rays, CT scan, and CT angiogram was performed, which determined that the patient had an outflow graft twist near the pump under the bend relief. The patient was returned to the or, where the twist was visually identified at the beginning of the outflow graft. An outflow graft revision was performed, after which calculated flow values returned to baseline and the low flow alarms resolved. The patient remains ongoing on (B)(4) with the originally implanted sealed outflow graft and no additional events have been reported at this time. A CAPA has been opened to further investigate heartmate 3 sealed outflow graft twisting. No further information was provided, the manufacturer is closing the file on the event.

Manufacturer narrative:
Initial aware date corrected.